Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that transducers on the new combiset keep pulling air into the extracorporeal circuits causing issues. Other clinics in the permian basin indicated similar events. In a follow up, the nurse verified the initial report. There is no reported harm or adverse events associated with the events. The details and specifics of the other permian basin clinics having the issue were not available. Nurse said she had just heard a few passing vague comments with similar events from colleagues. There are no samples to return.